Event description:
Patient reported left side exposure and rupture. Additionally, healthcare professional reported left rupture and left breast "incision opened up". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: exposure: unable to observe since it is not related to the device. Rupture: no observed rupture on the device. Additional observations: crease flat observed on the device. Gel crystalline observed in the gel. No further actions are required as the device was implanted.

Event description:
Patient reported left side exposure and rupture. Additionally, healthcare professional reported left rupture and left breast "incision opened up". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: exposure, rupture.